Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue and pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold at 0.5v through (B)(6) 2016, rises out of range by (B)(6) 2016. R-wave amplitude is consistently below 5mv. (B)(4).

Event description:
It was reported that there was pacing failure on the right ventricular (rv) lead. The device data indicated neither pacing nor sensing. The the x-ray images showed that the rv-lead was pulled toward svc (superior vena cava). Reoperation was performed. The screw was retracted, but the operability was poor. During insertion of a stylet, it was resistance was felt. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.